Event description:
It was reported a spectrum pump was alarming system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a dislodged component on the I/o printed circuit board (pcb). The I/o pcb was replaced to correct this condition.